Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported "although the screw was fixed completely at least once, after that, the screw came off from the fixed position completely during the surgery. The surgeon stated that it might cause this issue because the patient¿s bone was thin. The surgery was completed using the emergency screw and the surgery delay was less than 10 minutes." The position of the screw is reported as maxilla. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Product identity could not be confirmed as a result of the product being scrapped and not being available for return. Visual inspection and functional testing could not be performed due to the part not being returned. The customer indicated that the screw was completely fixed, but later loosened during the surgery. The procedure was completed using an emergency screw with a surgical delay of less than 10 minutes. The surgeon alluded to the patient's bone density being a possible contributing factor, as it was reported to have been "thin." The use of an emergency screw indicates that the initial screw did not purchase or retain in the bone. However, since the part was not returned and there is no other information in the form of photographs, scans, x-rays, or physician's reports, the complaint cannot be verified and the most likely underlying cause cannot be determined, though patient condition is a possibility. The instructions for use (IFU) for this product has the following information in the section titled warnings: improper selection, placement, positioning, or fixation of the implant can cause a subsequent undesirable result. Devices should not be located directly under a suture site. The surgeon is to be familiar with the devices, the method of application and the surgical procedure prior to performing surgery. The IFU also has the following information for which the product should not be used under the section titled contraindications: patient conditions including, blood supply limitations, insufficient quantity or quality of bone stock or latent infection. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.